Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that during the procedure, when the cage was inserted, the top broke off. The rest of the cage remained in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms implant broken, with approximately in 30% of the implant returned for analysis. Optical examination identified deformation of the implant inserter interface features; additionally the sagittal surface immediately adjacent to the fracture surfaces are twisted, consistent with torsional overload. Fracture surfaces appear to display quasi-ductile fracture surfaces consistent with overload. The above observations are consistent with overload, resulting in the foregoing event.